Event description:
On (B)(6) 2018 patient reported that he attended a party on (B)(6) weekend and was approached by a healthcare professional there who stated he was exhibiting signs of a stroke. He had a droopy smile and appeared to have paralysis on the right side of his face. He then went to the emergency room where the hospital wanted to perform an MRI but decided to wait until further information was received about the device. At the time patient reported this event he still appeared to have some paralysis on the right side of his face. Inspire asked him to follow up with his ent as well regarding this event.

Event description:
Follow up report to 3007666314-2018-00021: three attempts have been made for patient follow up without a valid update on the complaint, except the therapy was activated. Given the fact that no further complaint was reported from the patient, the issue was considered as resolved. The root cause was deemed to be surgery healing related, i.e. Temporary insult to facial nerves that doesn't require clinician intervention.